Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The unit was received at the service center and evaluated. Performed service and repair. Reviewed service history. Attached box label and fms vue final testing, software upgrade was not needed. Replaced worn fingers on pressure arm housing with tip replacement kit to correct issue. Also replaced damage console cover. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee scope surgical procedure, it was observed that the fms vue pump device was not maintaining suction; and that it kept delaying. It was reported that the customer ended up using another device to complete the procedure. There was no delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.